Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report an out of range error for an unknown amount of time that occurred on (B)(6) 2016. No additional event or patient information is available.